Event description:
Microscopic metal shavings from the knife blade observed in the eye wound after incision. Microscopic metal shavings from the knife blade observed in the eye wound under microscope after incision.